Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted on (B)(6) 2017. Reportedly, regular electrical measurements were observed at implant. However, ventricular undersensing and absence of pacing were observed later (the same day) and ventricular lead impedance was greater than 3000 ohms. The subject device has been replaced on (B)(6) 2017 without any reported issue

Event description:
The subject device was implanted on (B)(6) 2017. Reportedly, regular electrical measurements were observed at implant. However, ventricular undersensing and absence of pacing were observed later (the same day) and ventricular lead impedance was greater than 3000 ohms. The subject device has been replaced on (B)(6) 2017 without any reported issue.

Manufacturer narrative:
Preliminary analysis confirmed the reported event and indicated that the reported issue is most probably due to both lead connection issue.

Event description:
The subject device was implanted on (B)(6) 2017. Reportedly, regular electrical measurements were observed at implant. However, ventricular undersensing and absence of pacing were observed later (the same day) and ventricular lead impedance was greater than 3000 ohms. The subject device has been replaced on (B)(6) 2017 without any reported issue